Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 31 year old female patient admitted in with cardiomyopathy and presenting in scai stage c shock. The underlying medical history was not shared. The pump was supporting when on day 4 of the support the patient had a complaint of tingling left leg and decreased leg pulses. The team performed thrombectomy. The leg had previously been accessed by the impella cp. The patient was extubated and went into ventricular tachycardia. The team gave chest compressions and readjusted the pump position within the left ventricle. The pump remains on for support despite these harms. The reported arrhythmia and ischemia are consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability.

Manufacturer narrative:
Additional information was received. The patient was found to have an arterial thrombus likely causing the left lower extremity ischemia. The thrombus was removed via arterial thrombectomy and the ischemia resolved. The impella cp was explanted and not retained for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Thrombosis/tachycardia/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Explant date was provided d6b was updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.